Event description:
A PICC was inserted in a 30-year-old women on (B)(6) 2020, placed in her left arm basilic vein with out issues following policy. PICC was trimed at 40cm with 2cm external length once inserted. The patent represented with a fever on 4 may. Blood cultures taken from both lumens of the PICC. Positive blood cultures result - fungus blood taken from the distal pink lumen was reported - did not know name of the fungus. As part of the treatment the PICC was removed from the patient and discarded, as chemotherapy drugs were used in the PICC. It was noted that the situation may have resulted from care and management of the PICC.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Based on the customer statement, "situation had resulted from care and management of the PICC," unintentional user error likely caused or contributed to this event. However, without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information received from the customer. The customer reports that the infection occurred after the catheter was inserted and not as a result of the catheter.

Event description:
A PICC was inserted in a (B)(6)-year-old women on (B)(6) 2020, placed in her left arm basilic vein with out issues following policy. PICC was trimed at 40cm with 2cm external length once inserted. The patent represented with a fever on (B)(6). Blood cultures taken from both lumens of the PICC. Positive blood cultures result - fungus blood taken from the distal pink lumen was reported - did not know name of the fungus. As part of the treatment the PICC was removed from the patient and discarded, as chemotherapy drugs were used in the PICC. It was noted that the situation may have resulted from care and management of the PICC.